Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for high impedance measurements was observed. Increase in capture thresholds was also observed. Hence, the lead was explanted.